Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during reprocessing the high flow insufflation unit was noted to have a black display. There was no patient involvement.